Event description:
It was reported that the patient underwent full vns explant. It was noted that the lead appeared to have been cut, and the surgeon commented upon observing this that this is why the vns had not been working for 10 years the surgeon believed the lead was cut during the initial implant. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.